Event description:
It was reported that a pediatric oncology patient was being infused through the device and after 6 hours of use a leak was noted at the inlet port. The health care facility was concerned that the patient did not receive the full dose of medication. No patient were reported.